Event description:
It was reported that the patient never had therapeutic effect and neither of her 2 devices was working for her. One of the devices was for the patient's neck and shoulders and she felt it in her arm, and the second was for her feet and toes and she felt it in her legs. The pain was stated to have gotten 'worse' since the device was implanted. It was indicated that the patient was going to have surgery for her neck, and that the implantable neurostimulator (ins) for the neck would have to be turned off. It was also noted that rods and screws were going to be 'put in to see if it would elevate the patient's neck,' and the device may be removed 'if necessary.' Additional information received 3 weeks later indicated that the cause of the event was a 'possible lead migration' and reprogramming was done. There were no signs and symptoms associated with the event, no intervention, hospitalization or patient injury. Information also reported on patient's other ins in regulatory report # 3004209178-2012-11642.

Manufacturer narrative:
Product ID 3998, lot# j0405941v, implanted: (B)(6) 2004, product type lead; product ID 3998, lot# v011091, product type lead; product ID 37752, serial# (B)(4), product type recharger; product ID 37743, serial# (B)(4), implanted: (B)(6) 2008, product type programmer, patient; product ID 37743, serial# (B)(4), implanted: (B)(6) 2008, product type programmer, patient; product ID 37742, serial# (B)(4), implanted: (B)(6) 2007, product type programmer, patient; product ID 3708240, serial# (B)(4), product type extension; product ID 3708240, serial# (B)(4), product type extension; product ID 3708220, serial# (B)(4), product type extension. (B)(4).